Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be lifted off and exposed the bare wire. No material appeared to be missing. The electrical continuity test passed and no thermal damage was observed. A review of the instrument log for the instrument associated with this event was performed. Per logs, the instrument was last used on 15-jul-2020 on system sk2654. The instrument had 8 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that after a da vinci-assisted prostatectomy surgical procedure, the diathermy cable of the maryland bipolar forceps instrument was found to be broken/loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 18-aug-2020, and obtained the following additional information: the black cable of the instrument was broken. The customer does not know if there was a collision with another instrument and if there was any damage to the conductor wire insulation. The customer did not know during which surgery it could have happened so no additional information is available. The customer confirmed that there was no adverse effect or injury to the patient.